Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement the (B)(4) device was received for analysis with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired 1/10. In addition there was damage noted on the proximal right side of the reload consistent with clamping over a hard object as described on the event description. It should be noted that in order to open a device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip or other surgical devices are included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was fired without any problem at the first firing. When the doctor was going to fire at the 2nd firing, it was found that the jaw had clamped a forceps. The doctor tried to release the jaw once with the release button, but it could not be released. Then the doctor tried to release the jaw forcibly a few times, but the clamping forceps was not released from the jaw. Finally, the operation was converted to open and the device was released from the target tissue. Another device was used to complete the case. There were no adverse consequences for the patient. Additional followup: "the event occurred at 1st stroke of the 2nd firing. As the knife did not move forward, the target tissue was not cut. Also staples were not deployed at all. Therefore, no bleeding occurred. The doctor commented there were no difficulties in closing. The shaft was articulated when the device was fired. The doctor noted the device had clamped a forceps in the jaws when he was going to release the device. After the event, the doctor pushed a few buttons to open the jaws, but he did not remember exactly what he did because he was in rush. He did not try to pull up the closing lever to the home position by hands. Displays on stroke count indicator and knife blade indicator were not confirmed. After the procedure was convert to open, he noted the jaws had opened. So the device was removed from the patient and another new instrument was used to complete the case. After the event, the reported instrument was not used on the patient."